Manufacturer narrative:
Concomitant medical products: product ID: x2dr01, product type: ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. It was also noted that the failed atrial lead position check was observed on the implantable pulse generator (ipg). The right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was carried out and ipg and both leads remain in use. No patient complications have been reported as a result of this event.